Event description:
A customer reported a cartridge alarm 20 occurring during the pump's load process. The issue did not cause the customer's blood glucose to exceed 500 mg/dl. Tandem technical support arranged to replace the customer's pump with one that has updated software. The customer was advised on the steps required to use the new pump and how to return the faulty one.